Event description:
The customer reported that the advia labcell automation system dropped a patient sample tube, and while attempting to perform troubleshooting, the operator was struck in the arm by the sample manager robot. There is no report of medical treatment required due to the operator being struck by the sample manager robot. There are no known reports of operator exposure to biohazardous material, patient intervention or adverse health consequences due to the sample manager robot dropping the tube.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site and analyzed the advia labcell automation system. The cse determined that a loss of air pressure resulted in the robot grippers dropping a sample tube. While attempting to recover the dropped tube, the operator did not adhere to product safety guidelines. The operator did not press the 'e-stop' button or cord before proceeding to a known position in which the sample manager robot travels. In addition, sample manager protective covers that would have prevented the occurrence were not present at the site. The advia automation operator's guide has a safety guideline section which warns that the sample manager cover as a potential mechanical hazard. There is a picture followed by a warning that the operator must press the emergency stop before entering the area , as follows: "warning do not remove any of the above listed protective covers unless instructed to do so in the operator's guide, operation notes, or special operating procedures. Removing any of these covers without carefully following the procedures in these documents will expose you to potentially dangerous mechanical movement and could cause bodily injury. Do not attempt to perform maintenance procedures in any of these areas of potential mechanical hazard without first pressing the e-stop safety button for the area being worked on or pulling the e-stop cord." Siemens conducted on-site customer training which provided details of the robot path of motion relative to the sample manager, and safe operating practices. Action has been taken to replace the protective covers that were part of the initial installation of the sample manager. Further evaluation of the device is not required.